Event description:
An aneurx bifurcated stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 7 years ago. (MFR report #2953200-2011-01647) aneurysm and vessel morphology at the time of implant were not reported. For an unknown reason, 3 proximal aneurx cuffs were placed approximately fourteen months later. Then, for an unknown reason, two proximal aneurx cuffs were placed approximately two years later after the first secondary intervention. No complaints/events have been recorded for any of these former cuffs or the bifurcate. Currently, an angiogram was performed and revealed a junctional type iii endoleak between the two most proximal cuffs (MFR report #2953200-2011-01648, 2953200-2011-01649). The aortic neck has about 70 degree angulation. It was reported that a month after the angio was performed that an intervention was done percutaneously with another manufacturer's closure device. An endurant cuff (MFR report #2953200-2011-01650) was attempted to be inserted via the left side but got caught on one of the sutures of the other manufacturer's closure device and could not be advanced past the mid-external iliac. The iliacs were non-calcified and straight on the left side but moderate tortuous on the right. One of the other manufacturer's closure sutures broke and caused the graft cover to crimp and exposed the inside of the graft cover gear. There was no vessel damage. The device was removed, and a 28x28x70 was then used instead and was easily delivered and resolved the type I endoleak. The cause of the endoleak is unknown. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: graft migration, endoleak. Highly angulated neck. Evaluation, conclusion: highly angulated neck.